Event description:
It was reported that the patient's alarm date is 2014 (B)(6) but the patient had started to feel that the pump was not working as well as it should; patients pain started about one week ago due to spasms. The patient had baclofen in the pump. It was noted that the pump should have been filled several months ago but the alarm date was 2014 (B)(6). The patient could not get the pump refilled last week due to their insurance. The patient has "displacia" in the hips and the spasms take the right hip out of the socket and it was extremely painful. The patient is on oral methadone for pain. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).